Manufacturer narrative:
Update to gtin reported event: an event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "very little information is given for this event. The patient had a total knee arthroplasty approximately one year ago and complains of significant pain about the knee. Patient states there is more pain now than before the knee replacement. I can confirm that the patient had the knee replacement since I was able to review the operation report. I have no other information regarding why the patient would have so much pain at this point. The root cause of this event cannot be determined with certainty, especially without any particular information except the patient complaint. Pain at one year following a knee replacement could be related to surgical technique, patient activity level and bmi. It would be unlikely that any implant factors would be considered. The possibility of loosening, infection, reflex sympathetic dystrophy, arthrofibrosis, and other factors could be considered. I would be happy to review this case again with more information such as x-rays and the results of a workup for the painful joint." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is experiencing pain post-implantation. A review of the provided medical records by a clinical consultant indicated: "very little information is given for this event. The patient had a total knee arthroplasty approximately one year ago and complains of significant pain about the knee. Patient states there is more pain now than before the knee replacement. I can confirm that the patient had the knee replacement since I was able to review the operation report. I have no other information regarding why the patient would have so much pain at this point. The root cause of this event cannot be determined with certainty, especially without any particular information except the patient complaint. Pain at one year following a knee replacement could be related to surgical technique, patient activity level and bmi. It would be unlikely that any implant factors would be considered. The possibility of loosening, infection, reflex sympathetic dystrophy, arthrofibrosis, and other factors could be considered. I would be happy to review this case again with more information such as x-rays and the results of a workup for the painful joint." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the stryker facebook page, "my knee hurts worse not then before I had it replaced." Update per conversation with patient: right knee, patient reported continuous pain.

Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 7; cat # 5521-b-700; lot # ibu4ua triathlon cr fem comp #7 r-cem; cat # 5510f702; lot # rta3j triathlon asymmetric x3 patella; cat # 5551-g-350-e; lot # r2v9 simplex p full dose 1 pack; cat # 6191-1-001; lot # rid104 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available

Event description:
It was reported through the stryker facebook page, "my knee hurts worse not then before I had it replaced." Update per conversation with patient: right knee, patient reported continuous pain.